Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿drill was broken¿) was confirmed. Review of the DHR revealed no discrepancies. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The (remaining) cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. Appearance of the (brittle) breakage surfaces suggests that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. As the drill had been in use for a longer time (manufactured in 2005) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended and has to be replaced as stated in ¿instructions for cleaning, sterilization, inspection and maintenance¿. Evaluation revealed that the root cause of the damage found is not linked to a deficiency of the device but is rather related to misuse (using a blunt drill) by the user. No non-conformity was identified.

Event description:
During surgery while using the distal target device for drilling the drill broke.

Event description:
During surgery while using the distal target device for drilling the drill broke.